Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the third episode of pelvic pain ("pelvic pain"), the first episode of abdominal pain ("abdominal pain"), the second episode of abdominal pain ("periumbilical pain.") And the third episode of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced the first episode of abdominal pain (seriousness criterion hospitalization) and pelvic inflammatory disease ("pelvic inflammatory disease"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced the third episode of abdominal pain (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain/severe pelvic pain bilaterally") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced the first episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding."). On (B)(6) 2015, the patient experienced the second episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding.") And the fourth episode of abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced the fifth episode of abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced abdominal pain lower ("right lower quadrant pain."). On (B)(6) 2015, the patient experienced the second episode of pelvic pain ("worsening pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding."). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), migraine ("migraines"), weight decreased ("weight loss"), teeth brittle ("brittle teeth"), vaginal haemorrhage ("vaginal clotting") and pelvic congestion ("pelvic congestion syndrome"). The patient was hospitalized on (B)(6) 2011 then on (B)(6) 2012 then on (B)(6) 2012 and then on (B)(6) 2012. The patient was treated with surgery (underwent a total robotic hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of pelvic pain, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, rash, fatigue, migraine, weight decreased, teeth brittle, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage, the last episode of dysfunctional uterine bleeding, the last episode of abdominal pain, abdominal pain lower, pelvic congestion and uterine haemorrhage had resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, migraine, pelvic congestion, pelvic inflammatory disease, rash, teeth brittle, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased, the fifth episode of abdominal pain, the first episode of abdominal pain, the first episode of dysfunctional uterine bleeding, the first episode of pelvic pain, the fourth episode of abdominal pain, the second episode of abdominal pain, the second episode of dysfunctional uterine bleeding, the second episode of pelvic pain, the third episode of abdominal pain and the third episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: evaluate her symptoms. Hysterosalpingogram - on (B)(6) 2010: occlusion was viewed in both fallopian tubes on (B)(6) 2012 with complaints of abnormal periods. A pelvic ultrasound was done and read as negative,with no dominant cyst in either ovary. *on (B)(6) 2015, patient had a performed underwent pelvic ultrasound but no evidence for the cause of her symptoms could be identified. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain bilaterally'), abdominal pain ('periumbilical pain. Abdominal pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 with complaints of abnormal periods. A pelvic ultrasound was done and read as negative,with no dominant cyst in either ovary. On (B)(6) 2015, patient had a performed underwent pelvic ultrasound but no evidence for the cause of her symptoms could be identified. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced menstrual disorder ("menstrual cycle abnormal"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding."). On (B)(6) 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("brittle teeth"), vaginal haemorrhage ("vaginal clotting"), pelvic congestion ("pelvic congestion syndrome"), autoimmune disorder ("auto-immune like symptoms") and foreign body reaction ("noted a foreign body reaction") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2012 and then on (B)(6) 2012. The patient was treated with surgery (underwent a total robotic hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, pelvic inflammatory disease, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, rash, fatigue, migraine, weight decreased, teeth brittle, vaginal discharge, vaginal haemorrhage, dysfunctional uterine bleeding, pelvic congestion and uterine haemorrhage had resolved and the menstrual disorder, autoimmune disorder and foreign body reaction outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, foreign body reaction, menometrorrhagia, menstrual disorder, migraine, pelvic congestion, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: results: evaluate her symptoms.. Hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the third episode of pelvic pain ("pelvic pain"), the first episode of abdominal pain ("abdominal pain"), the second episode of abdominal pain ("periumbilical pain.") And the third episode of abdominal pain ("abdominal pain") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced the first episode of abdominal pain (seriousness criterion hospitalization) and pelvic inflammatory disease ("pelvic inflammatory disease"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced the third episode of abdominal pain (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced menstrual disorder ("menstrual cycle abnormal"). On (B)(6) 2015, the patient experienced the first episode of pelvic pain ("pelvic pain/severe pelvic pain bilaterally") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced the first episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding."). On (B)(6) 2015, the patient experienced the second episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding.") And the fourth episode of abdominal pain ("abdominal pain,"). On (B)(6) 2015, the patient experienced the fifth episode of abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced abdominal pain lower ("right lower quadrant pain."). On (B)(6) 2015, the patient experienced the second episode of pelvic pain ("worsening pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding."). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), migraine ("migraines"), weight decreased ("weight loss"), teeth brittle ("brittle teeth"), vaginal haemorrhage ("vaginal clotting"), pelvic congestion ("pelvic congestion syndrome") and abdominal pain upper ("abdominal pain upper"). The patient was hospitalized on (B)(6) 2011 then on (B)(6) 2012 then on (B)(6) 2012 and then on (B)(6) 2012. The patient was treated with surgery (underwent a total robotic hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of pelvic pain, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, rash, fatigue, migraine, weight decreased, teeth brittle, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage, the last episode of dysfunctional uterine bleeding, the last episode of abdominal pain, abdominal pain lower, pelvic congestion and uterine haemorrhage had resolved and the abdominal pain upper and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menstrual disorder, migraine, pelvic congestion, pelvic inflammatory disease, rash, teeth brittle, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of abdominal pain, the first episode of dysfunctional uterine bleeding, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of dysfunctional uterine bleeding, the second episode of pelvic pain, the third episode of abdominal pain, the third episode of pelvic pain, the fourth episode of abdominal pain and the fifth episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: evaluate her symptoms. Hysterosalpingogram - on (B)(6) 2010: occlusion was viewed in both fallopian tubes on (B)(6) 2012 with complaints of abnormal periods. A pelvic ultrasound was done and read as negative,with no dominant cyst in either ovary. *on (B)(6) 2015, patient had a performed underwent pelvic ultrasound but no evidence for the cause of her symptoms could be identified. Most recent follow-up information incorporated above includes: on 16-oct-2018: summons received event " abdominal pain upper and abnormal periods" were added. Reporter information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain bilaterally'), abdominal pain ('periumbilical pain. Abdominal pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced menstrual disorder ("menstrual cycle abnormal"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding."). On (B)(6) 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding."). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("brittle teeth"), vaginal haemorrhage ("vaginal clotting"), pelvic congestion ("pelvic congestion syndrome"), autoimmune disorder ("auto-immune like symptoms") and foreign body reaction ("noted a foreign body reaction") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2012 and then on (B)(6) 2012. The patient was treated with surgery (underwent a total robotic hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, pelvic inflammatory disease, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, rash, fatigue, migraine, weight decreased, teeth brittle, vaginal discharge, vaginal haemorrhage, dysfunctional uterine bleeding, pelvic congestion and uterine haemorrhage had resolved and the menstrual disorder, autoimmune disorder and foreign body reaction outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, foreign body reaction, menometrorrhagia, menstrual disorder, migraine, pelvic congestion, pelvic inflammatory disease, pelvic pain, rash, teeth brittle, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: results: evaluate her symptoms. Hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Diagnostic results: on (B)(6) 2012 with complaints of abnormal periods. A pelvic ultrasound was done and read as negative,with no dominant cyst in either ovary. *on (B)(6) 2015, patient had a performed underwent pelvic ultrasound but no evidence for the cause of her symptoms could be identified. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received, event added: autoimmune disorder and foreign body reaction, lawyer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.